Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced dissatisfaction due to an ectopic placement of the reservoir. The ipp was explanted. No further patient complications reported.

Manufacturer narrative:
Correction to field b3. Date of event. Correction to field h6. Evaluation conclusion codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced dissatisfaction due to an ectopic placement of the reservoir. The reservoir was bulging under the skin. The ipp was explanted and replaced. No patient complications were reported.